Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02735. It was reported that the patient experienced infection due to staphylococcus. The physician did not allege the infection was device or procedure related. It was noted that the patient had sudden cardiac arrest and underwent multiple procedures before the device was implanted. The device system was explanted. The patient was stable before, during and after the procedure.